Manufacturer narrative:
E1: initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume inlet had an imbedded particle in the spike. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 2 - 3, 2024. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the actual sample was performed and a dark black particle of foreign matter on the white spike connector on the inlet. Visual inspection of the photo sample showed a small dark particle on the white spike connector on the inlet. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.